Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a second right knee revision due to instability and adhesions. The surgeon noted there was a small loose body noted in the intercondylar notch, which was removed. There was also some bone formation in the posteromedial capsular tissue, which was excised. The tibial insert and femoral component were revised to obtain more stability. Doi: (B)(6) 2014 - femoral component. Dor: (B)(6) 2015 - unknown tibial tray and insert. Dor: (B)(6) 2017 (right knee).